Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: date: 2008, inratio: 4.3, lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008, inratio: 4.3, lab: 3.5, mean: 3.9, confident limits: 2.3-5.7. As per internal procedure, the inratio and lab values are within the confident limit. The product will not be investigated. It might be sample volume issue. It is user technical error.